Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open colectomy, upon approaching the colon, when they fired the device, there was a good formation of staples during the 50% and the other 50%, only the knife cut the tissue and they haven't staple. They used another stapler to complete the case. There was no patient injury.